Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient reported believing her vns battery is low due to periodic discomfort in her throat, headaches, and occasional uncomfortable stimulation. The patient was referred for vns generator replacement. No known relevant surgical intervention has occurred to date, and no additional relevant information has been received to date.

Event description:
The patient had the vns disabled and the headache and painful stimulation has resolved. The physician told the patient that her vns settings were very high. No additional relevant information has been received to date. No relevant surgical intervention has occurred to date.